Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were small air bubbles from the cartridge patient line to the end of the infusion set tubing. Customer's blood glucose (bg) level was 256 mg/dl. The customer administered a manual injection and bg level decreased to 189 mg/dl. The customer was able to prime all of the air out of the tubing and resumed insulin delivery.